Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(6). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: how were the torn blood vessels repaired? Stitch or bovie. How much blood loss (mls) occurred as a result of the blood vessels being torn? Minimal unknown. Did the patient require a transfusion? No. Was there any patient consequence or change in post-operative care as a result of the event? No.

Event description:
It was reported that during an unknown procedure, the trocar was inserted in the patient. When the obturator was removed, it caused blood vessels to be torn. An individual trocar of the same product code was used to complete the procedure. No additional patient consequences were reported.